Event description:
Customer reported several issues including cartridge fitting problems. There was no adverse impact to the customer's blood glucose level. Customer declined follow-up and no further information was obtained, as they are currently out of warranty and in the process of renewal.